Manufacturer narrative:
Date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data and pump histories revealed the basal change history appeared to be inaccurate due to an unexplained power-on-reset event that occurred on (B)(4) 2018 at 00:16. When the pump was powered back on, the time and date were manually reset to (B)(4) 2018 15:16 and then delivery resumed. On investigation, the pump powered on normally and was exercised for 24 hours with the delivery totals correctly reflecting the programmed delivery rates. The pump passed delivery accuracy testing during investigation. The total daily doses added to correctly reflect the user¿s programmed basal rates. The device was found to be delivery within range and delivering accurately with no errors, warnings or alarms occurring during the investigation. Investigation did not duplicate the alleged basal history recording defect. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient initiated a 911/emergency protocol and was hospitalized for an elevated blood glucose (bg) above 570 mg/dl with additional symptoms of nausea, incoherence and tiredness associated with an alleged inaccurate delivery. The patient reportedly discontinued pump therapy and remained hospitalized and was treated by a healthcare provider with insulin via injection. Troubleshooting with customer technical support (cts) revealed that a review of the bolus history showed that the bolus totals did not match and the difference was greater than 5 percent; a cause for the bolus discrepancy could not be identified during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention because of an alleged inaccurate delivery issue.